Event description:
Treatment of a large carotid bifurcation aneurysm measuring approximately 15mm. The patient had tortuous anatomy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (3.50mm x 20mm) was navigated to the m1 for deployment over the neck of the carotid termination aneurysm. The device partially deployed approximately 50% to 60%, but it could not be released from the capture coil. The pipeline was removed from the patient and the procedure was completed with another device without issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).